Event description:
It was reported that there was abnormal time and temperature operation on the arctic sun device. Per additional information received on 05sep2022, customer complained that the device heats irregularly and did not control the treatment time correctly. Per follow up information received on 21sep2022, there was no patient involved.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue was unable to be determined, as the device met specifications during evaluation. The device was evaluated upon receipt. No problems were observed during the evaluation of the device. The reported event is unconfirmed, DHR review is not required. Based on the results of this investigations, no additional action is required at this time. The reported event is unconfirmed, labeling/packaging review is not required. Correction: d,f,g,h h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was abnormal time and temperature operation on the arctic sun device. Per additional information received on (B)(6) 2022, customer complained that the device heats irregularly and did not control the treatment time correctly.